Manufacturer narrative:
The device initially passed testing, and a whitescreen error was not displayed. Further testing found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This was due to the som2 hardware module. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.